Manufacturer narrative:
On 10-feb-2024, the product investigation was completed as the complaint device was not returned for analysis. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a idvt (idiopathic ventricular tachycardia) ablation and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that when the carto 3 system was booted up, the following errors were shown: 1 "no communication with piu (patient interface unit) detected" and 2 "the piu is initializing" and the system never cycled through error 3. The carto 3 was rebooted 4 times. However, noise as then detected in the location pad currents. The carto 3 system was turned off and the issue persisted. The extension cable was reseated and the carto 3 system was rebooted resolving the issue. The caller stated that the location pad extension cable was recently replaced. The issue is resolved and the unit is ready for use. Then, during the case, a pericardial effusion was noted with a slight drop in blood pressure. The anesthesiologist was supporting the patient throughout the procedure. A pericardiocentesis was performed by the ep (electrophysiologist). Patient was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).